Event description:
International affiliate reports that the tips of two screwdrivers broke off from the instruments during screw insertion. Reports the tips broke off under shear force on insertion and were left in the implanted screw heads. The surgeon was unable to insert cement through concomitant device cannulated screws as a result. However, the bone purchase was adequate and the case was completed with a ten minute delay and no adverse consequences to the patient. Concomitant devices: cortical fixation cannulated screws, catalog numbers unknown, qty = 2. See mfg medwatch report no. 1526439-2013-19769 for the second screwdriver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the expedium polyaxial driver revealed that the fracture occurred at the driver¿s distal tip. Fracture analysis found evidence of torsional shear plastic deformation indicating the failure started at the hex lobe. Review of the device history record found no discrepancies. There were no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. Complaint trends were analyzed and a review of the design failure mode and effects analysis identified the observed occurrence rate as acceptable. Although the root cause is undetermined, fracture analysis found evidence of torsional shear plastic deformation indicating the failure started at the driver hex lobe. In the absence of an identified manufacturing/release issue or an observed trend, this complaint